Event description:
It was reported that during an a fibrilation procedure, the stockert generator wattage continued to revert to zero and the catheters were changing colors on the carto 3 system display. The change of catheter tip color resulted in the recording system documenting termination of the rf prematurely, however, the rf was still delivering. The stockert and cables have been exchanged unsuccessfully. The case was completed without any patient consequence. Multiple follow-ups were done to obtain clarification of the issue reported. More detailed information was received on (B)(6) 2012 where it was stated that this issue was occurring when the physician would begin to deliver rf; the catheter tip would turn red on the carto 3 screen. While the rf was being delivered the stockert generator power would revert to 0 watts and then back to the previous setting without the user stopping the rf or resetting the power on the generator. The catheter tip would change from red to green and then back to red, while the recording system would record this as an additional ablation. This all occurred while the stockert generator was turned on. There were also times when the physician would begin to ablate, the catheter tip on the carto 3 screen would turn red and the stockert generator would shut off on its own. The user would then have to reset the wattage and start ablating again. The preliminary investigation result of this event noted that most likely the stockert remote cable was defective causing the issue. The stockert remote cable was replaced, and as a result, the issue was resolved. The stockert generator available at the customer site currently is unit with serial number (B)(4). However, it is unclear if this was the actual generator unit that was in use at the time of the procedure. The initial complaint was reported under carto 3 system. The stockert generator detailed information was finally received on (B)(6) 2012. Since then the related stockert generator complaint...

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi product used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). The carto 3 system associated with the reported incident was inspected by bwi service engineer. The repair record stated that the issue was not caused by the carto 3 system. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib ablation procedure, the stockert generator wattage continued to revert to zero and the catheters were changing colors on the carto 3 system display. The change of catheter tip color resulted in the recording system documenting termination of the rf prematurely, however, the rf was still delivering. The stockert and cables have been exchanged unsuccessfully. The case was completed without any patient consequence. This is a feature of the generator that does not deliver rf by reverting the power to zero watts whenever the system detects an inconsistency in the electrical parameters such as frequency, continuity, short circuit, etc. The catheter icon shows red on carto system while rf was being delivered above 5 watts. This issue was resolved by replacing the stockert remote cable that was causing the inconsistency. The device history record for this product showed that no manufacturing or test failures were noted during the manufacturing cycle related to functionality of the device.